Event description:
It was reported that during an arteriovenous (av) fistulogram, a guide wire tip detachment occurred. The anterior tibial artery was accessed through the left groin by going up and over using a non-bsc sheath. There was an arteriovenous (av) fistula at the level of the anterior tibial artery. A renegade catheter was used to guide the wire. While selecting the vein, the platinum plus 3cm x 0.018in x 260cm got coiled upon itself. When attempting to pull the guide wire out, the tip broke off into the proximal superficial femoral artery (sfa). A 4mm non-bsc snare was used to retrieve the tip successfully, which added about 30 minutes to the procedure time. It was reported that the pt was not harmed. The pt status was reported as "ok."